Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02071. The patient received her scs system, including an ipg, on (B)(6) 2004. It was reported the ipg was explanted and replaced due to premature battery depletion. During the explant, the physician discovered the patient's lead was "broken." The broken lead was connected to the ipg and will be replaced at a later date. The explanted ipg was not returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.